Event description:
The following is based upon a voluntary medwatch report. The reporter stated the following, "lasik surgery performed 2001, major complications due to corneal abrasions and poor healing, requiring seven corrective procedures. New onset of vitreous opacities (floaters) which are not ameable to any correction. Overall poor visual outcome".